Manufacturer narrative:
The reported event could be confirmed with the provided images as we can see a few instruments covered with red color material, most probably blood. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on investigation, the root cause was attributed to a service-related event at the distribution center. The reprocessing for the devices was not done correctly and a local non-conformity was created to analyze this event and to avoid such an occurrence in the future. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "instrument from kit t2 femur arrived with blood from previous surgery. This issue was noticed by stryker sales representative before the surgery, when checking the kit."